Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was there any patient consequence or change in the post-operative care of the patient as a result of the event or prolonged surgical time? Per the sales rep: pictures are available. Hospital is holding product for internal review but will be available for analysis in the future. No post-op patient complications at this time related to this event or the extended surgical time. Photographic analysis: based on the photo evidence of the subject ple60a with an ecr60d cartridge, unformed staples can be confirmed, however, the photos do not provide evidence relative to what may have caused the issue.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve procedure, on the second firing with a gold reload, the gun fired normally. But upon the jaws opening very few staples had actually formed resulting in an almost complete dehiscence. Over-sew of the defect with extended surgical time. There were no patient consequences reported. Case completed with another device of the same product code and new reloads. One device will not be released.